Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort due to deflation issues caused by the pump not working properly. In addition, it was noted that the pump valve was not going into the right position when pressing the deflation button. The patient went to a checkup appointment and the physician identified that the pump was stuck. Troubleshooting was attempted to no avail; therefore, imaging tests were performed, but no device issues could be identified. A revision surgery was performed, during which the pump was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort due to deflation issues caused by the pump not working properly. In addition, it was noted that the pump valve was not going into the right position when pressing the deflation button. The patient went to a checkup appointment and the physician identified that the pump was stuck. Troubleshooting was attempted to no avail; therefore, imaging tests were performed, but no device issues could be identified. A revision surgery was performed, during which the pump was removed and replaced. There were no further patient complications reported.